Event description:
Customer reportedly received result of 504 mg/dl on the aviva system and result of 220 mg/dl on professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.